Event description:
After phacoemulsification, it was noted by surgeon that there was a thermal injury to pt's cornea. Surgeon placed stitches to repair. Pt has had no problems postoperatively. Surgeon unsure of cause, but believes handpiece was the source.